Manufacturer narrative:
Device evaluation: one ventilator device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The device was received in with a bowed front panel around the gas supply indicator and the eyeball shroud ring is missing. Error codes or event history log (ehl) are not available for this device. After demand functional testing was performed, the customer reported issue was confirmed as the breath detect led did not illuminate. The root cause is due to customer impact to the piezo sensor and demand detector. The faulty piezo sensor and demand detector were replaced to correct the issue. No previous service history was found. Manufacturing device history record (DHR) review is not relevant due to the age of the device and impact damage sustained. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) corrected data: d5: correction: operator of device: unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed preventive maintenance; breath detected (leak of air from the device). No patient injury was reported.